Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet intermittently lost bluetooth connectivity to a dexcom g7 sensor approximately twice daily for one to two weeks, while the dexcom g7 mobile app remained connected; connection typically restored when the ilet was removed from a fanny pack and brought closer to the sensor, and the user was advised to keep the devices on the same side of the body and to update firmware. Symptoms included transient hyperglycemia with a reported peak of 180 mg/dl for about 10 minutes without alerts or alarms, without ketone testing, without need for assistance, and without medical intervention. Outcomes included temporary inconvenience due to signal loss without injury or hospitalization. Investigation included product troubleshooting, user education on device placement and bluetooth practices, and verification that the ilet bluetooth package version was current. Investigation of this case revealed a probable communication disruption due to body or environmental interference and suboptimal device placement, with device function restored upon proximity. It was concluded that the ilet and sensor were likely performing as designed and that the event was attributable to intermittent signal loss related to use conditions.